Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2020.

Event description:
The customer reported the unit is alarming patient disconnect. The customer checked the significant event log and is reporting only errors which are consistent with patient disconnect and low inspiratory pressure. The customer is not reporting any adverse outcome to therapy or patient care. The remote service technician instructed the customer to create a patient circuit using the ventilator settings alarm limits settings. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer has run unit for approximately 5 minutes and is not reporting any patient disconnect errors.